Manufacturer narrative:
Medtronic received additional information that the 28 mm mitral annuloplasty ring was fully sutured into place and the physician noted there was a leak, so the decision was made to remove the ring and implant a mitral bioprosthetic valve in its place. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 28mm mitral annuloplasty ring was implanted and explanted during the same procedure for unknown reasons. It was successfully replaced with a 29mm mitral bioprosthetic valve. No additional adverse patient effects were reported.